Manufacturer narrative:
The lead was not returned to saluda. Device impedance logs review confirmed the reported event of disconnected electrodes and high impedances. A root cause for the electrodes disconnects and high impedances could not be definitively determined; however, the patient¿s fall may have contributed to the event. The evoke scs system clinical manual details impedance as, "an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation. Measurement electrodes that are disconnected will not record valid ecaps."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief after a fall unrelated to the evoke scs system. An impedance check identified disconnected electrodes and high impedances on one (1) lead. A revision procedure was completed and therapy restored.